Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the rv lead had dislodged, and surgical intervention was required to reposition the lead. The issue was resolved, and no further consequences to the patient were reported.